Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the swivel of the rt265 infant dual-heated evaqua2 breathing circuit came apart during use. It was reported that this occurred on two separated occasions. There was no reported patient consequence.

Event description:
A hospital in texas reported via a fisher & paykel healthcare representative that the swivel of the rt265 infant dual-heated evaqua2 breathing circuit came apart during use. It was reported that this occurred on two seperated occasions. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand for evaluation. The returned circuit was visually inspected and pressure tested. Results: the swivel from the complaint rt265 breathing circuit was returned fully assembled. No damage was observed to any part of the swivel, although glue/tape residue was found on both parts of the swivel. Pressure testing confirmed that the breathing circuit was within specification. Conclusion: we are unable to determine what may have caused the event as reported by the customer as no fault was found with the returned device. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'